Event description:
It was reported that the pump battery "sometimes failed to connect for charging and did not charge at all." There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.